Event description:
It was reported by the customer's mother that the customer had low blood glucose levels of 41mg/dl. Troubleshooting was declined. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).